Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) impactor; lot number not reported. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the coupling screw threads broke off intraoperatively while assembling it onto dynamic hip screw (dhs) lag screw 85mm on (B)(6) 2016. The scrub technician removed the broken threads from the lag screw with a hemostat. The broken threads were easily removed and no fragments remained in the patient. The procedure continued by dropping the lag screw into the insertion t-handle without the connecting screw and shaft assembly per the technique. The same lag screw was used to complete the procedure. There was a surgical delay; the amount of time is unknown. It was also reported that the impactor tip was badly damaged before use in surgery. A 30% of the tip was broken off and missing. The surgeon elected to continue using the device for plate impaction which proceeded without incident. X-rays were not taken during the procedure. Patient outcome was as expected. The procedure was completed successfully. This is report 2 of 2 for (B)(4). This is for one (1) impactor.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: dhs lag screw 85mm (part # 280.850, lot # unknown, quantity of 1)